Event description:
It was reported that there was an end of service/end of life message. It was recommended that the implantable neurostimulator (ins) be replaced. The pt was in the hcp office 2 weeks prior and the hcp confirmed the ins battery was depleted. The pt also reported cramps in her hip at the ins site. It was reported that the ins was replaced on (B)(6) 2011 and the pocket revised for more optimal placement of the ins.

Manufacturer narrative:
(B)(4).